Event description:
Additional information: sample photo provided showed the product batch number of "4012529."

Manufacturer narrative:
Investigation results: our quality engineer inspected the photograph submitted for evaluation. Bd received one photograph which displayed the safety shield from the implicated insyte autoguard bc pro referencing #381044, lot number 4012529. The photo showed a partially shielded needle from an insyte autoguard device. The needle exhibited evidence of use. The tip of the needle remained extended from the opening of the shield. The needle hub was not fully seated at the bottom of the barrel. It could not be determined from the photo what prevented the needle from fully retracting. Although your reported issue was confirmed, the photograph provided for this incident did not present sufficient evidence to identify a definite root cause. Without the physical sample, further investigation could not be performed. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autog bc global incomplete needle retraction failure. The following information was provided by the initial reporter: needle failed to click into the safety container, which caused a needle stick injury.

Manufacturer narrative:
Correction of e code: changed e-code from e2401 insufficient information to e2010 needle stick/puncture.

Event description:
No additional information.